Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that when the patient was seen in office, the right atrial lead impedance was noted to be high in bipolar and a polarity switch to unipolar occurred. No capture and oversensing was also noted on the atrial lead. The ventricular lead impedance was noted to be high, had infinite impedance, had a polarity switch to unipolar, and noise on the lead. Reprogramming was performed to adi mode. During a procedure, the leads "checked out fine." A possible header issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.